Event description:
A malfunction alarm was reported with a display of malfunction code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer acknowledged and understood.